Event description:
Patient [redacted] presented to [redacted] on [redacted] for laparoscopic right colectomy [redacted]. During the procedure, a point was chosen in the proximal transverse, and the colon was divided with a tlc 75 blue stapler. The ileum was divided about 5cm proximal to the ileocecal valve with the gia stapler. The mesentery was divided with the ligasure. A side-to-side functional end-to-end anastomosis was created using a tlc 75 blue stapler. The common channel staple line was inspected and there was evidence of bleeding that was addressed with 3-0 vicryl figure of eight sutures. The resultant enterotomy was closed with a tlc stapler. A 3-0 vicryl suture was placed at the crotch of the anastomosis. The final staple line was oversewn with a 3-0 pds. The anastomosis was inspected and seen to be healthy, widely patent, and intact. We reduced it back into the abdomen. Post-op on the regular nursing floor. Pain well controlled with multiple modalities. Labs and vital signs stable. Dvt ppx [deep vein thrombosis prophylaxis] while admitted with lovenox, discharged with 21 days of ppx with instructions to resume eliquis following the completion of lovenox. Diet advanced as tolerated, able to eat gi [gastrointestinal] soft before discharge home. Bowel function returned with flatus and stools. Mobilized without concern. On [redacted] post-operative day 2, the patient was discharged home with follow up scheduled. Manufacturer response for tlc 75 blue stapler, ethicon (per site reporter). Reeducation initiative and or presence.